Event description:
A journal article was reviewed which contained information regarding this device; however, a one to one correlation could not be made with unique lead/serial numbers. The article included information that there were patient deaths within the 12-month observation period. There was no indication that the deaths were device-related. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. The date of death is an estimate, as the actual date of death is unknown. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "implantation feasibility, procedure-related adverse events and lead performance during 1-year follow-up in patients undergoing triple-site cardiac resynchronization therapy: a substudy of trust crt randomized trial." Journal of cardiovascular electrophysiology. November 1 2012;23(11):1228-1236.